Event description:
It was reported that the patient experienced shocking sensations that began while she was taking a shower. She could not turn her device off at the time because she had misplaced her patient programmer. She located her programmer and made an appointment to see her physician. Further information is being requested from the hcp.